Event description:
As reported for this event by the customer, after 30 minutes of using the device in a therapeutic laparoscopic procedure of the upper gastrointestinal tract, the device probe broke off. The broken tip of the device was recovered. The procedure was completed with another device of the same model number. There is no harm or adverse impact to the patient due to this event. The output was set to 70% at the time of the event. The device was used successfully in four procedures prior to failing in this fifth procedure.

Manufacturer narrative:
Due diligence was performed for this event. Available information has been provided by the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe was broken at 16.5 mm from its distal end. No scratches were observed around the broken surface of the probe. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The surface of the broken portion was inspected. Black discoloration on the surface of the broken probe was observed. The cracks were spreading out from the black discoloration area. The exact cause of the event cannot be exclusively identified. However, based on the past investigation results, it is likely the breakage of the probe occurred by the following mechanism: 1. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. 2. A force was applied to the distal the probe, causing the probe to break at the cracks. The instruction manual contains the necessary and enough information to handle the device as follows: activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.